Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the cause of the lack of motor response was undetermined. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v735261, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: v735261, ubd: 24-may-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their lead tested during a battery replacement and they did not have a motor response on the electrodes. There were no environmental/external factors noted to have led to the issue. It was reported that the lead was tested with increased amps and there was still no motor response. The lead was replaced, and the issue was resolved. No further complications were reported.